Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 17.52mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. The downloaded data does not show any timeouts or drive stalls during the run. Inspection of the environmental seal and bottom housing found damage on the e-seal from when the formed needle deployed into it initially. This damage indicates that the pod chassis sub assembly was incorrectly installed into the bottom housing. Since the device was received deployed and ran 3715 pulses, it could not be confirmed if the incorrectly installed chassis assembly is the exact cause of the reported event. It the exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.